Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide was used with the same results. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the plunger, suture, link, needles, and cuffs were not returned, without the return of these components the scope of this investigation was very limited and the reported needle-to-cuff miss could not be confirmed. There was no needle strike mark at the posterior foot to suggest that the posterior cuff miss might have been occurred due to the posterior needle striking the foot instead of engaging with the cuff inside the foot pocket during needle deployment. The needle trajectory of every device is verified during manufacturing. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The reported mild calcification in the common femoral artery could have contributed to the reported cuff miss, but this could not be confirmed. The instructions for use, under the special patient populations section, states: the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Based on the reported information, our manufacturing inspection criteria, and analysis of the returned device, the probable cause for the reported cuff miss could not be determined. No manufacturing or quality deficiency was detected as a result of this investigation. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.